Event description:
It was reported that the customer's pump recommended a correction bolus of .99u. Customer indicated that bolus should have been 9-10u. Customer delivered the .99u bolus and customer's blood glucose level remained high (378 mg/dl). During review of pump data by tandem technical support, it was found that the correction factor was 1:275, instead of 1:25. Customer changed the correction factor to 1:25.

Manufacturer narrative:
Follow up with customer same day indicated that blood glucose level decreased to 258 mg/dl. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.